Event description:
It was reported that the customer passed away in his sleep. It was stated that the customer's last blood glucose reading was either 116 or 16 mg/dl. It was stated that the customer was wearing the insulin pump at the time of death, and he may have experienced low blood glucose levels during the night. The customer's spouse agreed to return the insulin pump for analysis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.